Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported on pump error 82 and battery failed alarms. It was also reported on metal contacts of the battery cap damage and auto mode/smart guard feature. Troubleshooting was performed and the customer was able to clear the error and pump passed displacement test. Pump was passed self-test and the error table indicated that replacement was required. No harm requiring medical intervention was reported. It was known that the customer will discontinue use of the pump and revert to back up plan as per the hcp instructions and serialized device will be replaced. The insulin pump will be returned for the failure analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement test. No pump error 82 alarm noted during testing. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed battery test on (B)(6) 2023 05:36:17.000 in the history files. These alerts are expected and occur during normal pump operation. Pump error 82 alarm was found in the traces on (B)(6) 2023 05:36:00.000, line #: (B)(4) and file #: (B)(4) indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self-test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found moisture damage on the pcb1 and pcb2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case- corner of the belt clip rails, corroded battery tube, battery cap contact missing, and pillowing keypad overlay. No power errors noted and passed all required testing. Pump error 82 alarm was confirmed in the pump history due to moisture damage on the pcb1 and pcb2. No failed battery test alarm noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.